Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient showed signs of infection at the battery site and the surgeon chose to remove it on (B)(6) 2019. The manufacturer was not notified of this incident. The patient was re-implanted on (B)(6) 2019 with a right side activa sc and extension wire. No environmental/external/patient factors that may have led or contributed to the issue that they are aware of. The issue was solved at the time of report.